Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (b30), was that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited leakage at the distal end. The device was returned and an evaluation at the repair center revealed a complete loss of image function along with the e315 (non-compatible endoscope) error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the user request ¿leakage at distal end¿. Moisture ingress was found in the connector control body unit. Corrosion was detected on the plug unit print and on the cable. This was identified as the root cause of the e315 error. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.